Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (medical device removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: : no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation"). The patient had a medical history of adenomyosis, constipation, chronic fatigue, arthritis, arrhythmia, anxiety, anemia, abdominal pain, parity 3, multi gravida, right lower quadrant pain, depression, back pain, tonsillectomy, chest discomfort, pregnancy, shortness of breath, irregular menstruation and menorrhagia. Previously administered products included: morphine, codeine, ibuprofen and tizanidine. The patient had a family history of hypertension, diabetes, heart attack and breast cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis uterus, cervix, right fallopian tube and ovary, left fallopian tube, hysterectomy, right salpingo-oophorectomy, and left salpingectomy: benign ectocervical squamous mucosa, negative for dysplasia. Benign endocervical glandular mucosa. Disordered proliferative pattern endometrium, negative for glandular hyperplasia and malignancy. Adenomyosis. Unremarkable uterine serosa and posterior cul-de-sac. - involuting corpus luteal cyst and multiple follicular cysts of the right ovary. - morphologically normal bilateral fallopian tubes. Gross description: at the cornu of each side of the uterus, there is silver metallic coiled wire entering into the proximal fallopian tube [ultrasound pelvis] on (B)(6) 2022: patient (B)(6) who presents with severe pelvic pain and dysmenorrhea. Failed medical management. Very likely post ablation syndrome, but also could have pain from the coils from essure. They have been recalled, and she is aware of this. There have been reports of serious pain/problems from these. Plan: laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy, with cystoscopy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records..endometrial ablation performed with essure microinsertion in place nos. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : event - "endometrial ablation performed with essure microinsert in place nos" added, reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2022, 4539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (medical device removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.